Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during setup, it was discovered that the lock on the hercules iii arm was broken. No pt involvement as this occurred during setup; product was changed out; surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 13, 2015. (B)(4). The actual sample was visually inspected upon receipt, during which it was confirmed that the locking plates were broken. There was no damage or indication of mishandling anywhere on the device. It was noted that the locking plates failed at the hole where the stress would be the greatest on the part when load is applied. The lock plates were measured for thickness and were found to be in specification. Five unused arms that had been manufactured by the previous owners of this product, endoscopic technologies, inc., were set up on the instron and were cycled though 1000 uses. The arms were subjected to cycles of extreme flexion and relaxation, in order to force a failure of the plates. There were no failures during the testing of the five samples. It is likely that the cause of the plates failure is an abnormal use condition. This failure is likely related to damage caused to the lock plate integrity during re-processing, which would be sterilization while the unit is in a locked state. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4).